Manufacturer narrative:
This report is submitted on 04 february 2020.

Event description:
Per the clinic, the patient experienced inflammation and infection at abutment site which was treated with antibiotics, silver nitrate was used to treat granulation tissue at abutment site. The implanted device remains.